Event description:
A questioned elevated troponin I (ctni) result was obtained on a patient sample on the dimension vista. The test was run in an investigational mode and the result was not initially reported to the physician. Patient treatment was not altered or prescribed on the basis of the questioned elevated troponin I result on the dimension vista. There was no report of adverse health consequences as a result of the questioned elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the questioned elevated troponin I result (relative to the alternate troponin I methodology) is a patient specific issue of unknown cause. Non-specific binding is a potential cause, however, the presence of heterophilic antibodies was not confirmed by independent testing for heterophilic antibodies in a siemens technical solutions laboratory testing study. The patient specific issue is consistent with the similar elevation on samples drawn on multiple dates. The elevated troponin I results were consistently elevated by three different siemens methodologies as well as that of an alternate vendor assay. The only conflicting result provided was with a alternate vendor troponin t assay. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.